Manufacturer narrative:
The device was received for evaluation. During functional testing, a downstream occlusion error did not occur. A review of the event history log revealed downstream occlusion. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of range force sensor. The force sensor no- tube requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a downstream occlusion error during unspecified process step. There was no patient involvement.